Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use in the department, the foley catheter balloon ruptured. The model was 123418c. The department had been using it for many years and stated that there were no issues with the operation so need to check to see exactly where the problem occurred to avoid affecting the product's reputation in the department. Per notification from investigator on 06mar2026, it was reported that additional sample with balloon rupture was returned for evaluation was found during sample evaluation on 14feb2026.